Event description:
It was reported that the clips are tearing the vessels, due to clip scissoring. Case completed using another instrument.

Manufacturer narrative:
H4, 6: info not available, device not returned for analysis.